Manufacturer narrative:
Review of the batch manufacturing records indicate the (B)(4) packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hospital reported that the glass vial broken and leaking fluid. Box was unopened.